Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run (B)(6) generated a sars-cov-2 negative, influenza a negative, influenza b positive result when analyzed on the cobas® liat® system ((B)(4)). The patient¿s same sample was repeat tested run (B)(6) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result when analyzed on the cobas® liat® system ((B)(4)). On (B)(6) 2021 (B)(6) generated a sars-cov-2 negative, influenza a positive, influenza b positive result for a 2nd patient¿s sample when analyzed on the cobas® liat® system ((B)(4)). A repeat test of the patient¿s same sample run (B)(6) also generated a sars-cov-2 negative, influenza a positive, influenza b positive result when analyzed on a different cobas® liat® system ((B)(4)). The patient¿s same sample was repeated on a different platform the biofire results were not provided. Patient sample was collected using nasopharyngeal in remel media. The customer confirmed there were no allegations of harm to the patients. The positive and negative results for both patients¿ were reported out to the patients and/or personnel treating the patients. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The allegation was not observed. The samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. (B)(4).